Event description:
Analysis of the returned device found that the stent was broken. There was no patient contact.

Manufacturer narrative:
Age at time of event - patient was reported to be in their (B)(6). (B)(4). A device history record review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device noted that the stent was returned separately to the introducer sheath and stent delivery wire (sdw). No anomalies were noted to the sdw. One of the stent struts was noted to be broken. The tip of the introducer sheath was damaged. It was reported that the stent had prematurely deployed in the catheter hub during transfer. The damage noted to the rotating hemostasis valve (rhv) is indicative to the rhv may have been over tightened. It is possible that the stent strut was broken during the attempt to transfer the stent into the microcatheter due to the over tightened rhv. As the most likely cause of the broken stent is related to the over tightening of the rhv, the cause of the event is considered to be operational context.